Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 2 patient samples on a cobas 8000 cobas ise module analyzer. Patient 1: the initial result was 121 mmol/l and the repeat result was 131 mmol/l. Patient 2: the initial result was 126 mmol/l and the repeat result was 133 mmol/l. The results were not reported outside the laboratory. The electrode lot number and the expiration date were asked for but not provided.

Manufacturer narrative:
The field service engineer repaired the potassium chloride line. The investigation did not identify a product problem. The cause of the event could not be determined.